Event description:
Provider and the registered nurse attempted a right femoral placement of the power-trialysis¿ short-term straight dialysis catheter. They aborted the attempt due to equipment failure. While trying to put in a power-trialysis catheter, the guide wire came apart, outside of the patient's body (not inside). They had to stop the procedure because they could not thread the catheter over to the guide wire. At that point there was not harm to the patient other than the aborted attempt, and some bleeding during the procedure. The wire was kept. Time, date and patient label were placed on the clear plastic bag with the guide wire and introducer catheter, that caused the failure.